Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 68 mg/dl. Food was consumed to address the low bg. The customer reported that a healthcare provider had changed the pump settings last week and the customer was still adjusting to the settings.